Manufacturer narrative:
Product analysis: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead dislodged and exhibited unstable thresholds and far field r-wave (ffrw). The right ventricular (rv) lead dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.